Manufacturer narrative:
The customer called technical support to report that the device failed the s/t performance test during a preventive maintenance (pm) service, and a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The remote service engineer (rse) evaluated the device and found that the customer was not using the whisper swivel in line by the quick lung. The rse informed the customer that the swivel needs to be in the circuit; otherwise, the device will alarm for low leak-co2 rebreathing risk. The rse also provided the customer with the part number of the whisper swivel ii exhalation port. Per good faith effort (gfe) response received on 19aug2025, the customer ordered and installed the whisper swivel, successfully retested the device, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during a preventive maintenance (pm) service. No patient or user harm was reported. The device was out of service. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred during a preventive maintenance (pm) service. This investigation is ongoing.